Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that on (B)(6) 2023, the catheterization nurse prepared to place the catheter for the patient, disinfected the catheter, and laid the sterile barrier. After unpacking, she found hair when checking and flushing the central venous catheter, so she immediately called the ward to send a new catheter to the PICC catheterization room, and explained the situation to the patient. After a new catheter was replaced and no abnormality was found, the patient was catheterized.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a hair-like object within the groshong kit was confirmed; however, it could not be determined when and where that object was introduced due to the opened and managed state of the product and packaging. A photograph was submitted by the complainant which depicted a groshong catheter sitting on a clear PICC packaging tray alongside the proximal and distal groshong connector set, which had been removed from their original pouch. All components were out of the initial packaged position, and none appeared to contain blood or usage residue. A fibrous strand, similar to dark colored hair, was seen underneath the catheter. No other potentially significant observations were seen within the image. The complaint history review indicated no similar complaints for that product batch, and the DHR review found no potentially related circumstances during product manufacture, packaging, and qc. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on (B)(6) 2023, the catheterization nurse prepared to place the catheter for the patient, disinfected the catheter, and laid the sterile barrier. After unpacking, she found hair when checking and flushing the central venous catheter, so she immediately called the ward to send a new catheter to the PICC catheterization room, and explained the situation to the patient. After a new catheter was replaced and no abnormality was found, the patient was catheterized.